Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 459 mg/dl. The customer delivered more than 20 units of insulin to treat her blood glucose level, but the insulin pump's estimated remaining units were not correct. She also received no delivery alarms. The product was not returned. Nothing further to report.